Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) june 2011. The device failed a self-test due to a low battery on (B)(6) 2011. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and the last log entry on (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The self-test fails may be due to the pad-pak not being properly inserted into the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.